Event description:
It was reported that a spectrum pump displayed a white screen after baxter software install. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was reproduced at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a processor board not responding due to software installation. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.